Event description:
On (B)(6) 2011, abbott point of care was contacted regarding an I-stat troponin cartridge that yielded an unexpected result of 0.26 ng/ml. I-stat: 0.05 ng/ml at 12:37 pm. I-stat: 0.26 ng/ml at 12:55 pm (same sample as at 12:37). Lab: 0.06 ng/ml at 13:15 (beckman access). Based on the info available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).